Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0527324v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0527324v, implanted: (B)(6) 2005, product type: lead. (B)(4)

Event description:
The manufacturer representative (rep) reported that the electrode impedances were measured and were all within the normal range. When the rep attempted to measure the therapy impedance, the implantable neurostimulator (ins) went back to the main select device screen.&#55328;when re-interrogated the ins produced an error code. The clinician programmer showed a (B)(4) low voltage power on reset (por) code. The por was cleared successfully. The rep noted that the patient was scheduled to see his physician for normal battery replacement. There were no associated symptoms. The patient's indications for use were essential tremor and movement disorders. The exact cause of the por and ins going to the select device screen was unclear, so additional information was requested. If additional information is received a supplemental report will be sent.